Event description:
During robotic inguinal hernia repair, a malfunction in the robotic 30 degree endoscope was identified. The endoscope's picture was defective on screen and multiple attempts to troubleshoot the instrument were attempted. The robotic endoscope has a ref# of 470027 and a sn#: (B)(4). A second endoscope was opened to the field and the procedure was completed as planned. FDA safety report ID# (B)(4).